Event description:
It was reported that a device was used during a low anterior resection. The device was fired without incidence. The anastomosis was checked immediately and found to be complete and leakproof. Post operatively a leak was noticed and the pt returned to surgery within four hrs.